Manufacturer narrative:
Device labeling addresses the event of seroma as: for primary augmentation patients, seroma rate= 1.6%. Primary reconstruction patients= 1.0% (other complications.) Swelling= 7.1% the signs of acute infection include erythema, tenderness, fluid accumulation, pain and fever. Patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms. Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(6) study included in the labeling for saline breast implants.

Event description:
On (B)(6) 2014 received an article entitled, "breast implant-associated alcl: report of 2 cases and review of the literature." Aesthetic surgery journal 17 june 2014. Within the article it notes, a case of a (B)(6) patient who presented with a six week history of right breast swelling. Nine years earlier, the patient had a bilateral submuscular augmentation with a 510cc allergan textured implant. There were no post op complications. Patient has family history of breast cancer and a personal history of celiac disease. Upon presentation, there were no masses found just right breast erythema and swelling. A mammogram revealed fluid surrounding the implant that was intact. An u/s also shows an intact implant and fluid adjacent to the implant that was indicative of an inflammatory process or seroma. Percutaneous fluid collection of 200cc of clear fluid demonstrated a population of large cells with the expression of cd2, cd5, cd4, and cd30 and failed to express cd3 or cd7. Results of immunhistochemical staining were negative for alk-1. The patient also had an MRI of the breast confirming intact implants. She was sent to oncology for staging and treatment. A pet scan was negative. Treatment included a capsulectomy and implant removal bilaterally without replacement in (B)(6) 2011. There was evidence of silicone within the capsule. The patient has been disease free since (B)(6) 2013. This represents case 1 within the article.